Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer¿s blood glucose level. The customer arranged to receive replacement charging supplies through another case issue.